Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was not sharp during surgery. There was no report of patient impact nor any intervention required in order to prevent patient harm. Additional information received confirmed that the ophthalmologist obtained an alternate knife in order to complete the cataract procedure. There was no impact to the patient. No further information is anticipated.

Manufacturer narrative:
One opened knife sample with tip protector was received in a blister package for the report of not being sharp. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be conforming therefore, a knife was not sharp as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the slit knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).